Event description:
It was reported that the patient experienced twitching in the left pectoral area. No episodes or abnormal measurements were observed during follow-up. X-ray revealed externalized conductors. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.